Event description:
A facility reported that duraseal xact (204003) is stored in a dark cupboard in a theatre prep room. During surgery duraseal xact was prepared 10-15 minutes before use. Blue precursor syringe was mixed with powder, was withdrawn back into the syringe but instead of being fluid it started to gellify. Blue syringe and clear syringe were assembled as per instructions but when the surgeon started to spray, the 2 components did not combine as the blue one was more than less already a gel. The product was in contact with the patient; however, there was no patient injury. The event led to increase surgery time for 15 minutes as this dysfunction happened 4-5 times in total. Additional information received indicates that the medical staff noticed the issue when the surgeon wanted to apply the duraseal xact as only the clear fluid came out, and that they used duraseal xact twice because the first assembled one did not work but the second one was fine.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Duraseal xact (204003) was not returned for analysis, and the investigation could not confirm the complaint. As a result, the root cause of the reported issue could not be determined. However, lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Per the fmea, potential causes of failure include: inadequate mixing performance. The risk remains acceptable per the risk analysis. If additional information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.